Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedances. There was no capture or sensing on the lead, which indicated a potential lead fracture. There was oversensing and noise noted as well. This ra lead was explanted and replaced. The lead has not been received for investigation. No additional adverse patient effects were reported.